Manufacturer narrative:
"H3: 37761 sn (B)(6): was returned for product analysis. Analysis found there was a bent/ broken connector pins at the end of cable and scrapped due to unneeded supply of inventory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-aug-16 rpl 440280 rtg0639868 (con): information was received from a patient regarding an external device. The reason for call was patient reported the end of the desktop charger cord had come out of the cord and was stuck in the recharger; patient said they could get the connection pin out of the recharger. Patient said they had been fighting with the cord for the last 2 weeks trying to save it, but nothing would work. An email was sent to the repair department to replace the desktop charger. No symptoms were reported.